Event description:
V loc needle broke while suturing retained - unable to retrieve.surgeon had difficulty toggling the device heard a crack and the needle was not engaged and broken.what was the original intended procedure?transanal excision of rectal polyp.device #1is this a laboratory device or laboratory test?no.